Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was not well positioned or apposed requiring additional intervention. A non-calcified de novo lesion measuring 4.0 to 5.0mm in diameter and 23mm in length was located in a left anterior descending artery (lad) to unprotected left main artery (lm) that contained a significant bend of between 45 to 90 degrees. First, a lesion in the ostial left circumflex artery was treated with a 4.0x20mm promus element drug eluting stent. Then, the lad to lm lesion was predilated. A 4.0x24mm promus element drug eluting stent was advanced to the lesion and deployed. The stents were post-dilated with a kissing balloon technique using a 4.0x15mm non bsc stent and a 4.0x8mm non bsc stent. The 4.0x24mm promus element drug eluting stent in the lad to lm was found to have ¿foreshortened significantly.¿ the physician attempted to further treat the lad to lm lesion with a 4.0x12mm promus element drug eluting stent, but it was found that the stent was too long for the vessel and was removed from the patient without deploying. No further patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved, but is similar to an approved u.s. Device.